Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with rods and screws. It was reported that the hardware was found to be broken 12 years ago and that the broken hardware was causing pain. The patient is scheduled to undergo revision surgery to remove the hardware to ease the pain.